Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, likely due to body fluid. In addition, testing noted a slight separation between the tip anode ring and neck of the insulation. Medical adhesive was found at this site. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The damage observed during analysis is not likely to have contributed to the reported dislodgement. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) was exhibited high pacing threshold measurements. During a normal device change out procedure the lead was found to have dislodged. There were no adverse patient effects reported. The lead was explanted and replaced with another lead.